Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be conclusively determined. It should be noted that "the deploying technician forgot to flush the sheath and the patient had to wait for 15 minutes for the interventional physician to arrive to the cath lab." The mynxgrip instructions for use (IFU), device preparation notes: "flush the procedural sheath with sterile heparinized saline." Failure to flush the procedural sheath, especially in diagnostic cases with little to no anticoagulation, could lead to significant clotting inside the sheath. Subsequent catheter introduction into the sheath could dislodge clots into the blood stream with possible embolic consequences.

Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2013. Access was obtained on the right side, above the common femoral artery bifurcation via a 5f medtronic input sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician who is in training, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was inserted into the sheath up to the white shaft marker. The balloon was inflated until the black marker was visible. After the device was pulled back and the procedural sheath side port was opened, no bleeding was visible. The patient complained of pain. The technician shuttled down. The patient continued to complain of pain. The technician withdrew the sheath from the tissue tract. Then the technician advanced the advancer tube to the green marker and held for 30 seconds. The technician laid the device down on the table for 90 seconds. The technician performed the lock, stabilize and deflate steps per the IFU. When the technician withdrew the advancer tube from the tissue tract, peg/sealant was visible on the outside of the advancer tube. Manual pressure was applied for 60 seconds. The groin/access site was noted to be "soft" and the patient did not have any complaints of pain at this point. A tegaderm dressing (not a compression device) was applied to the access site and the patient was taken to a holding room. Prior to the catheterization procedure the patient's pulses were noted to be 1 on dorsalis pedis and 1 posterior tibial. Five minutes after the patient had arrived to the holding room, the patient's pulses were not palpable. The patient's leg was noted to be colder on the right side. A doppler ultrasound was performed which revealed that a pt (posterior tibial) pulse and the dp (dorsalis pedis) pulse was not heard. Approximately 30 minutes later, the patient began to complain of pain. An ultrasound was ordered. The patient was sent to surgery, where the surgeon found a blood clot in the posterior tibial branch. The clot was removed and the patient was reported to be doing well. The clot was not sent to pathology. On (B)(6) 2013, the aci vascular closure specialist reported that the deploying technician forgot to flush the sheath and the patient had to wait for 15 minutes for the interventional physician to arrive to the cath lab to look at the coronary artery films. The interventional physician left the cath lab after he observed the films. Then the deploying technician proceeded with closing the patient.